Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient information was not made available from the site. On 09/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a functional endoscopic sinus surgery (fess), their navigation system unexpectedly shut-down. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.